Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint with ge healthcare technical support. The flow sensors were recommended for replacement.

Event description:
The hospital reported the unit alarmed and lost the ability to manually ventilate during a case. The unit was switched to manual ventilation. There was no report of patient injury.